Event description:
The surgeon performed a bio-compartmental partial knee arthroplasty case using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After performing a plunge cut to ensure depth accuracy in the patellofemoral joint (pfj), the surgeon began burring and felt the burr "lunged" unintentionally. The surgeon placed the burr at the bottom of the burred area and the system indicated 3 mm had been removed. The surgeon decided the fill the area with extra cement, proceeded with the case, and the final implants fit well.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Simulated use testing was conducted on saw bone in an attempt to duplicate the incident that occurred in the clinical setting. The burr being activated while touching the bone surface was the cause of the "lunge" described by the surgeon. Physicians learn in training that after entering the stereotactic boundary, the burr must be activated off of the bone surface and then brought to the area of interest for resection.